Manufacturer narrative:
(B)(4). The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that during a one-week post-implant test, lead dislodgement was observed via x-ray. It was noted that the patient had fallen during the first week of implant. The lead was explanted and replaced when repositioning was unsuccessful due to the helix being unable to extend. The patient was symptom free during the lead revision and was fine in the recovery room.